Event description:
A us distributor contacted zoll to report that a pt experienced a treatment event. Review of the event indicates that the pt received five appropriate shocks in response to ventricular fibrillation (vf) between 06:03:00 and 15:40:43. The post-shock rhythm of the first two treatments was vf. The post-shock rhythm of the third treatment was asystole. The post-shock rhythm of the fourth treatment was an idioventricular rhythm. The post-shock rhythm of the fifth treatment was a sinus rhythm. The response buttons were not pressed during the entire event. The pt was admitted to the hosp and is to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation. The pt was admitted to the hosp and is to receive an ICD. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - (reuse); electrode belt sn (B)(4) - 03/2011 (reuse).